Event description:
It was reported by our affiliate that metal pad loosen. The metal pad of blade tip loosened in gluteal muscle contracture surgery. Changed the new one to complete. There was no adverse event on patient report. Additional information from affiliate 8/22/18: ¿ did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended?-> no ¿ if breakage occurred near surgical site, how were fragments retrieved?-> unk ¿ how was the procedure completed?-> change another one. ¿ were alternatives readily available?-> yes. ¿ were there any procedural or patient anatomy factors which may have contributed to the breakage?-> unk ¿ is surgical intervention planned?-> no ¿ did portion of the device remain in the patient?-> no ¿ any patient impact?->no

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary - the device was received and evaluated. Visual observations revealed a broken active tip thus, confirming this complaint. The broken off faceplate was returned. Saline residue was found in the suction tube, indicating device was used. The device was not functionally tested due to the damaged active tip which could cause a hazard to test equipment. The reported active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The likely root cause for this CAPA was identified as a) the weld bridge on active suction tube is not providing sufficient weld material and retention, b) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process, and c) misuse, (e.g. Extended activation or overloading of mechanical forces). However, the root cause for this incident cannot be precisely determined with the provided evidence. The CAPA has been closed due to a number of process improvements and design changes. The new design for the active suction tube was proposed with a wider weld bridge, raised side walls around the suction port and a smaller suction port length, all to improve the mechanical robustness of the active suction tube design and tip retaining function. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. A product code search (pn:228146) was conducted over the last 12 months in depuy synthes mitek complaints system for complaints that are only opened after the CAPA closure date was assessed to determine the frequency of this defect, and the effectiveness of the CAPA design change, our analysis shows that the frequency (0.0109%) is below the acceptance rate (0.02%<0>0.1%), concluding a successful task in reducing this failure. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. The supplier's investigation found the occurrence rate of this failure with the new design to be lower than that of the old design. Therefore, at this time no additional corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:((B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by our affiliate that metal pad loosen. The metal pad of blade tip loosened in gluteal muscle contracture surgery. Changed the new one to complete. There was no adverse event on patient report.